Event description:
An intraoperative component dissociation resulted in a surgical delay of approximately 30 minutes. The surgeon elected to switch systems to complete the surgery. Incorrect surgical technique was reported to have contributed to the event. There was no report of patient harm.

Manufacturer narrative:
Review of surgical technique guide found instructions to be sufficient. Review of DHR did not identify any manufacturing issues that would have contributed to the event.